Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv and ra leads were capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right atrial (ra) lead epicardial leads were not functioning. The lv and ra leads were replaced. No patient complications have been reported as a result of this event.